Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that six cooling catheters were utilized during surgery. It was noted that the surgeon was in control of infill and outflow lines for the entire surgery. During the surgery, the surgeon disconnected three of the catheters that were already in use and went to reconnect the saline to the three remaining catheters. On the fifth laser, an abnormal temperature map (tmap) was observed. It was discovered that the laser in question had not been correctly linked to saline. The final ablations were done successfully. Upon removal, the fifth catheter and laser diffusing tip were discovered to be melted. 2.5cm of the catheter was not accounted for at the end of the procedure. The laser cooling tip of the first catheter was removed but had charring. There was also a small pinhole leak in the catheter. The surgeon did not need to do immediate intervention after the procedure, and the patient was being monitored. T hese discoveries led to a ten-minute surgical delay. There was no reported impact on patient outcome. The patient did not have any problems after surgery and was seizure free since the procedure.

Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that the returned catheter was bent near the tip. An alysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A05 was coded for the small pinhole leak in the catheter. A1006 was coded for the melted/charred catheter and laser tips. A090206 was coded for the abnormal tmap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.